Event description:
During coil advancement, resistance was encountered and the coil stretched. The coil was able to be withdrawn safely with no pt injury reported.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.